Event description:
It was reported that the physician made a general comment that the xience xpedition balloon refold is worse than the xience prime. Due to this, slight friction is felt upon removal of the delivery system, although it was not specific to a certain device or with the deployed stent. There was no report of a clinically significant delay in procedure and no reported adverse patient effect.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the us.